Event description:
A male patient contacted lifecor customer support to report that, when he changed his battery pack during his morning routine, the battery testing icon was flashing "yellow", and then, after a few minutes, the battery ready icon would come on solid red. Support explained the deep charge cycle (flashing orange, etc). The patient reported "it was not orange, it was yellow" and that he knew about the testing cycle. The patient put his other battery pack in the charger, it was green as normal. The patient tried the suspect battery again, and it went right to red. The patient's suspect battery pack was replaced.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack has been completed. The reported problem was confirmed. The cause to the usual "charging" and "ready" led illumination when the battery pack was plugged into the charger was a solder splash across pins 2, 3 and 4 of u3 on the battery pack printed circuit assembly (pca). The soler splash caused an intermittent short circuit and resulted in damage to u3 and q1. The solder splash was manufacturing defect and is an isolated occurrence. No adverse event resulted from the faulty battery pack. The patient received a replacement battery pack.